Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and did not see the comment string (system over temperature) listed in the service manual. After review, the nearest related comment was "max temp violated". This message occurs when the unit senses the temperature to be above 40c at autofill intervals. After completing the diagnostic tests, the fse ran the unit for 1.5 hours while varying the bpms (beats per minute) to increase the speed of the scroll compressor in order to warm it up. The fse then performed manual autofills to see if the unit would alarm with an over temperature, however it did not. The fse went back in to diagnostics and found the temperature to be at 36c. He reseated all pcbs and cleaned and reseated the coiled cable for the display. The scroll compressor was replaced 3/30/2017 during the last preventive maintenance (pm). The fse completed the compressor output test and found the amperage to be 8.43 and the rpms below 2000. The iabp unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer stated that the intra-aortic balloon pump (iabp) suddenly stopped picking up the waveform, the display froze and displayed "system over temperature". The iabp unit was swapped with another pump during this event. This event occurred while in use on a patient. There was no adverse event reported.